Event description:
It was reported the rotapro was stuck in the lesion, the burr detached and a perforation occurred. During a percutaneous coronary intervention (pci) procedure, a 1.50mm rotapro and a rotawire drive were selected for use. The burr was noted to be stuck in the lesion. The rotapro and rotawire were removed together to release from the lesion. A stall was also noted with the device and the burr detached from the rotapro device. Following the entrapment in the lesion, a perforation was confirmed by contrast examination. A non-bsci stent was placed and the procedure was completed. The patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been kinked, stretched, and broken at the point of detachment from the burr. Product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was kinked, stretched, and broken at the point of detachment.